Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, an infold was observed and the valve was withdrawn from the patient. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, an infold was observed and the valve was withdrawn from the patient. Subsequently, a new transcatheter valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). No patient complications have been reported as a result of this event. Additional information was received clarifying that the initial valve was recaptured prior to withdrawal from the patient's body.